Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's husband reported via phone call that the insulin pump alarmed for failed selftest. The customer¿s blood glucose level was 220 mg/dl at the time of the incident. Customer stated that was getting communication error with the pump and was unable to complete pump rewind. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with normal operating currents. Also passed self test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No rewind anomaly noted. Device communicated properly with glucose sensor simulator and displays the value properly on display graph. The sensor feature working properly. No unexpected rf pic failed self test alarms anomaly noted. Also, device communicated properly and recorded the 116 mg/dl value properly from glucose meter.